Manufacturer narrative:
Since the filing of the initial medwatch the investigation into the complaint from japan has concluded. The japanese medical team did not return for investigation the pump nor the data logs. Therefore, no in-house hemolysis testing could be conducted. The claim of hemolysis, during impella support, was not confirmed with definitive lab testing. The physician report did state the hemolysis was "non-serious". With the limited information shared a root cause of the hemolysis could not be determined.

Manufacturer narrative:
The complainant in (B)(6) has not returned the product for in-house hemolysis testing, as the pump was discarded. Further clinical information has not yet been returned for analysis. Should more information be shared, and a root cause of the hemolysis be determined, a final medwatch will be filed.

Event description:
The complainant in (B)(6) had a patient have a an impella 2.5 placed for hemodynamic support for cardiogenic shock and acute myocardial infarction. The pump supported the patient for over 65 hours, was weaned and explanted. Months later the complainant informed abiomed that during support there was hemolysis. The hemolysis was attributed to the use of impella. The patient's hemolysis was treated by an infusion of blood products. The hemolysis was not confirmed by serial blood draws.